Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was noted that the patient's heart rate was around 30 pre procedure. Technical services (ts) reviewed and provided assistance. This lead remains in service. No adverse patient effects were reported. Additional information was received stating this rv lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. It was noted that the patient's heart rate was around 30 pre procedure. Technical services (ts) reviewed and provided assistance. This lead remains in service. No adverse patient effects were reported.